Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained reagent lots, a search for similar complaints, and a review of labeling. Shipping records indicate the customer was sent architect anti-hbc ii reagent lots 04602li00 and 06699li00. Retained reagents of these lots were tested on two different instruments and both calibrations met instrument specifications. All control values were within range. The clinical sensitivity of the two lots were evaluated and no problems were observed. No adverse trends were found for architect anti-hbc ii reagent lot 04602li00 or 06699li00. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
(B)(4), false negative result. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, arch anti-hbc ii, list 08l44, that has a similar us product distributed in the us, arch core, list 06l22.

Event description:
The customer stated an architect i2000sr analyzer generated a false (B)(6) result for one patient sample. The sample initially tested (B)(6) on the axsym analyzer, and was confirmed (B)(6) on a centaur analyzer. There was no adverse impact to patient management reported.